Event description:
Customer reported he was experiencing high blood glucose of 419 mg/dl. Customer attempted to correct with the insulin pump, he delivered a bolus. Troubleshooting was performed. Customer stated he was thirsty when asked what his symptoms were. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer had to end call because she was at work. Called back and declined further troubleshooting and just wanted the device replaced. No further information reported.

Manufacturer narrative:
.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with minor scratched lcd window.